Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: reported issue was not confirmed through functional test. Conductivity test was performed using a new battery with pacing load of "500o" to confirm continuous operation for 12 days. No anomalies observed in visual inspection, and no anomalies when the device was powered. The battery voltage of the returned battery measured 8.1v. Main board, flex board, each flex, battery contact and o-ring were replaced as precautionary measure though the reported failure was not confirmed. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was unexpected longevity of the battery used in the external pulse generator (epg). In this hospital, the medical engineer (me) inspects the low battery indicator of epgs once a day, and the me confirmed at noon on the previous day that the low battery indicator was not lit. When a nurse checked the epg at 6 am the next day, the sensing indicator had been on but the low battery indicator was not checked. At around 8 am, it was identified that the epg had been powered off. Thus, another epg was used instead together with a new battery. When the customer turned on the reported epg again, it operated showing the low battery indicator. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.